Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that the safety shield on the bd vacutainer® eclipse¿ blood collection needle fell off during use after the blood draw, while using the thumb to close it over the needle. This complaint was created to capture the (B)(4) of (B)(4) related incidents. The following information was provided by the initial reporter: "this event happened during a routine venipuncture. After the blood draw I was engaging the safety with my thumb and the purple safety fell off. I was quick to act and reframed myself from a needle stick." "Both events happened at the end of the venipuncture when I was engaging the safety on the needle. I always use my thumb to close the safety."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety shield on the bd vacutainer® eclipse¿ blood collection needle fell off during use after the blood draw, while using the thumb to close it over the needle. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "this event happened during a routine venipuncture. After the blood draw I was engaging the safety with my thumb and the purple safety fell off. I was quick to act and reframed myself from a needle stick." "Both events happened at the end of the venipuncture when I was engaging the safety on the needle. I always use my thumb to close the safety."